Manufacturer narrative:
This report is being amended to reflect changes in date received by MFR, type of reports, if follow-up, what type?, evaluation codes, and additional MFR narrative. The packaging was returned with an empty hospital autoclave bag; therefore, the location and exact condition of the screw is unknown. The implant was likely lost during transit. Device history records could not be reviewed as the lot number is unknown. This device is used for treatment. Compatibility could not be assessed and a product history search could not be conducted as the lot number is unknown. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during an ankle osteosynthesis, the head of the screw broke off while being manually placed.